Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Technical services (ts) recommended increasing sensitivity. The lead remains in service. No adverse patient effects were reported.